Manufacturer narrative:
See also medwatch report numbers 1030489-2010-00088 and 1030489-2010-00089. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a lumbar fusion l5-s1 for spondylolisthesis and radiculopathy. Approximately one year post-op, the patient reported hip pain. Thirteen months post-op, the patient underwent revision surgery. One of the right screws had loosened.